Manufacturer narrative:
Siemens filed the initial MDR 2517506-2023-00258 on 28-nov-2023. Additional information (16-jan-2024): in addition to the service actions documented in the initial MDR, the customer service engineer (cse) replaced the integrated multisensor technology (imt) tubing's full set, diluent syringe, x0 and x1 tubing, imt pump, auxiliary printed circuit board, motor control board, uninterruptible power supply (ups), direct current (dc) power supply and the sampler conduit cable. The cse also performed a decontamination of the imt sample path. Siemens further evaluated the event and reviewed the instrument data. There was no indication of a reagent issue based on the quality control (qc), which showed consistent recovery within acceptable ranges. Instrument related issues potentially contributed to the falsely depressed sodium (na) patient result. The component code and investigation conclusions codes in section h6 were updated based on the additional information. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2023-00259 and the associated supplemental report were filed for the same event.

Event description:
A falsely depressed sodium (na) result was obtained on a patient sample on a dimension exl with lm instrument. The erroneous result was not reported to the physician(s). The sample was repeated on the same instrument. The repeat result was higher than the erroneous result. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center to report a falsely depressed sodium (na) result was obtained on a patient sample on a dimension exl with lm instrument. Quality controls (qcs) recovered within ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse performed a super conditioning and rotary valve maintenance. The cse replaced the integrated multisensor technology (imt) module assembly, right assembly imt sample tubing, rotary valve, rotary valve tubing, 500 ¿l syringe and both 2-way dual pump valves. The cause of the falsely depressed na result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.